Event description:
Customer reported blood leaked through holes in the tubing during a blood infusion. The customer does not have any other event or patient information and would not provide a clinical contact. The customer does not know if there was patient harm or medical intervention occurred and reported they would provide additional patient/event information if it becomes available.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because tubing was discarded. Unable to determine the cause of the reported leak.